Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported they had problems with the retractor already from the start. The protective sleeve was very difficult to put in place and to remove. It required a lot of force. The same thing in the operating theater the day when the device broke. The customer received the device from the hospital with the sleeve on. When attempted to take sleeve off, the device fell apart even more. The event happened during a cholecystectomy which was completed as planned with no patient or user harm or medical intervention. The customer reported it is unknown the state of the wire or the cable and if there was any protrusion. The device broke already during set up, when the protective sleeve was removed. The protective sleeve was removed after some struggle. All parts are accounted for. On (B)(6) 2017 the plant engineer reported the device cable was broken.

Manufacturer narrative:
(B)(4). One (1) 89-6110 device was returned for evaluation visual and functional evaluation by the product engineer and the quality engineer confirmed the reported failure. Visual examination revealed that the device was returned with the cable completely broken and separated out of the retractor. The part of the cable remaining in the retractor was frayed at the end of the broken cable which is indication of a tension break. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). It is unknown exactly how the cable broke but this break is indicative of some type of excessive force/stress applied to the device. The segments showed signs of wear where the cable broke on the opposite side of where the device would bend and form shape. The segments should not show signs of wear on the outside of the device at the bend. This is an indication that the device protective sleeve was most likely not always used during processing and storage as indicated in the products instruction for use, IFU 26-2904 and the device was being bent in different directions each time processed to fit in a processing tray. The customer indicated that the protective sleeve was very difficult to put in place and to remove required a lot of force. This reported issue created additional overstress coupled with excessive force (overstress) applied in the opposite direction of the bend contributed to the cable to wear prematurely and break. The break is consistent with mechanical overstress. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. It has been recommended to review the products instructions for use, IFU 26-2904, particularly the caution, inspection / maintenance, cleaning and processing sections. Bd will continue to trend and monitor this reported issue and for this product family.